Manufacturer narrative:
Analysis and results: there are no previous complaints of this reference-batch. We manufactured and distributed (B)(4) units of this code-batch, there are no units in stock. We have received one box labeled with the code g0617795 (steelex ste set 7 (9) 4x45cm hrs48 lp) and batch 617193, but contains (B)(4) units of the code g0617733 (steelex ste set 5 (7) 4x45cm hrs48 lp) and batch 617194. Products traceability has been checked and it has been determined that this mix-up took place at the moment of preparing the shipment in the b. Braun surgical ((B)(4)) warehouse to b. Braun medical (B)(4). The operator took by mistake steelex sternum set 5 (code g0617733) and was labeled as steelex sternum set 7 (code g0617795). Additional checking was not correctly performed and therefore it was not detected. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, a new double check will be implemented in order to avoid that this issue happens again.

Event description:
Country of complaint: (B)(6). Incident: I have one accident in big hospital vulsk heart surgery or with sternum set sutures 7 g0617795. They uses our sternum set and got few boxes and in one box inside are not 7 4x45cm or 5 4x45cm g0617733. I think that's mistake from factory. I took this reject sutures and must to gave them new box of sternum set. And this "mistake" I have now in my office.